Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the primary tubing set was connected to an unspecified needleless valve connector and was being used to deliver an unspecified concentration of vancomycin. The customer contact reported that after the delivery was complete, the nurse disconnected the primary tubing set from the needleless valve connector. At this time, it was reported that the tip on the option-lok male adapter broke off inside the needleless valve connector. The customer contact reported that the tubing set was not replaced as the therapy was complete. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.